Manufacturer narrative:
H11 - additional mfg narrative: updated. Updated device evaluation: the device is not being decommissioned as previously reported. The downstream occlusion (dso) was replaced and the outgoing software updated.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was reported that the downstream occlusion(dso) sensor was faulty. The device was at end of life, no repairs were made.

Event description:
It was reported that the cassette not attached properly message comes up even when the cassette is attached. The event occurred during pre test.